Manufacturer narrative:
It was reported that the patient has a hip dislocation. Replacement components have been ordered for revision surgery. Reason for the dislocation is unknown at this time. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has a hip dislocation. Replacement components have been ordered for revision surgery.